Event description:
It was reported to philips that the device gave erratic etco2 measurements. There was no patient involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.